Event description:
During a flatfoot correction surgical procedure, a solid screw driver broke. The break was said to flush with the implant, and they were not able to grab the piece. Due to the complications to remove the broken pieces, it created a delay in surgery of 30 minutes or more. Updated to clarify the implant was not removed.

Manufacturer narrative:
DHR was reviewed for lot tc31190 and all inspected parts were accepted. No ncr identified. Visual observation of the returned parts confirmed the failure mode of a broken instrument. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that during a flatfoot correction surgical procedure that a paragon 28 solid screw driver broke. The break was said to have been flushed with the implant and was not able to grab the piece. Another solid driver was then used to assist with the removal of the implant. It was reported that this failure caused a delay in surgery for more than 30 minutes.